Event description:
The facility representative reported to baxter (B)(4) technical services one ipump that is overinfusing. The reported condition occurred during bio-med testing. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
The device has been received by baxter for evaluation. A follow up medwatch will be submitted upon completion of baxter's investigation. (B)(4).

Manufacturer narrative:
The reported condition of overinfusion was not confirmed or duplicated. The device successfully passed the pre-accuracy testing. Should additional information become available a follow up medwatch will be submitted. Complaint no: (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of "over-infusing." (B)(4).